Event description:
It was reported that the customer had been experiencing high blood glucose levels and did not know why. The customer had been using manual injections instead of the insulin pump therapy. The customer stated that he was able to smell the insulin and had been feeling sick with headaches and stomach aches. The customer stated that he already talked with his healthcare provider. The customer's blood glucose was 300 mg/dl. The customer further mentioned an instance in which his blood glucose was 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected off no power without low battery indicator anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.